Manufacturer narrative:
The attorney alleges the patient underwent an additional surgery for recurrent ventral hernia. As a result the patient allegedly suffered severe and permanent injury, suffered and will continue to suffer physical pain and mental anguish, and chronic pain, as well as psychological stress and depression. At this time no conclusions can be made. It is unknown to what extent the bard/davol composix ex device may have caused or contributed to the events as alleged by the patient¿s attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for repair of a ventral hernia repair. It is alleged that a bard/davol composix e/x, was implanted to repair the hernia defect. As alleged, on (B)(6) 2009, the patient underwent an additional surgery to repair the patient's recurrent ventral hernia. It is alleged that as a result, the patient was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain and mental anguish. It is alleged that the patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression.